Event description:
It was reported that the patient suddenly received inappropriate therapies. During these therapies, the patient's heart developed various problems (af, vt, etc.). After a short while, death occurred. The device and leads were explanted. Cause of death information was requested but not received.